Event description:
It was reported that the needle was not fully deployed. A 2.0/17/15 leveen superslim was selected for radiofrequency ablation of the liver. During the procedure, the daughter needle was not fully deployed and could not be used normally. The procedure was completed with another of the same device. There were no patient complications, and the patient status was stable.